Event description:
It was reported that non sustained rv oversensing (nsrvo) episodes were observed. Review of the episodes revealed intermittent ventricular capture. Furter information noted that there was no issue with the device the issue was with the lead due to high thresholds. Programming changes were made, and the patient condition was stable.